Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asesf042 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during infusion of contrast medium through the powerloc, the cap on the unused side of y-site was detached and contrast medium leaked. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 19ga x 0.75¿ powerloc safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. An extension tube was attached to the luer adapter. Microscopic inspection of the sample did not reveal any evidence of current or prior leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization, both with and without the extension tube. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during infusion of contrast medium through the powerloc, the cap on the unused side of y-site was detached and contrast medium leaked. There was no reported patient injury.